Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager confirmed the site was unable to transfer data from the laptop to the laser. To address this issue, the tm replaced the laptop computer and completed a successful system verification to specification. A review of the complaint database for the 3 months prior to this event showed no other complaints reported for this laser system. Conclusion: based on the results of the investigation, the root cause was a faulty laptop. (B) (4)

Event description:
Adverse event: surgical procedure aborted/stopped. Malfunction: faulty laptop computer. A system operator reported a laser system displayed a communication error message indicating that the laser had not responded within ten seconds during refractive surgery. She stated she was unable to transfer pt data from the laptop to the laser. The surgeon reported the pt was under the laser when the communication error occurred. He stated the speculum had been placed in the eye but no surgical procedure was initiated. He reported a flap was not cut on the pt. The surgery was canceled.